Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the seal disengaged and fell into the patient's cavity. The surgeon could not find it after an hour of searching in the abdominal cavity.